Manufacturer narrative:
Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported a patient with stage three diffuse lamellar keratitis 1 day post lasik treatment. Upon additional follow up it was reported the patient was put on a topical corticosteroid every hour, and at four days post treatment the patient started oral steroids. At two weeks post treatment the topical drops were decreased to four times a day with noted improvement in the diffuse lamellar keratitis. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information: a review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; the reporter indicates the patient is now experiencing central toxic keratopathy as well.